Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a cracked tube was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " tube is empty, cracked."

Manufacturer narrative:
H.6. Investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated that they found a vial that is cracked and empty. A field service engineer was dispatched and located the position of the damaged tube. The fse cleaned the area and the sensor. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of a bd product, as it could not be duplicated and no instrument issues were identified. The root cause is unable to be determined. Review of device history record for instrument serial number (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 6/16/2020. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Bd quality did not receive samples for this investigation. If samples are received at a later date, the complaint may be reopened and investigation will occur. The root cause was customer workflow induce.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a cracked tube was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "tube is empty, cracked."